Event description:
Note: this is one of two complaints, which occurred during the same procedure. Refer to MFR report # 3005099803-2009-02289 for details regarding the other associated device. It was reported to boston scientific corp that three resolution clip devices were used during a colonoscopy procedure. Pt age, weight, and gender were not provided. Per the complainant, during the procedure, the handle was turned, and an audible click was heard, indicating engagement. When the clip was deployed, the clip opened and fell into the pt. The physician removed the clip, not due to concern that it would harm the pt, but because it was convenient to do so. An attempt was made to use a second clip; however, this clip would not advance from the sheath. The procedure was completed with a third resolution clip device. There has been no report of pt complications or injury as a result of this event. The pt's condition post procedure was reported as fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.